Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, harvester opened up the kit and there was a long hair inside the sterile pouch. They proceeded to open up another kit and did the case with no issues.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 04/06/2021. An investigation was conducted on 04/13/2021. A visual inspection was conducted. The device was returned inside the plastic protective barrier. It was not returned in the plastic protective shell, nor the product box. Signs of clinical use and despite a new kit was used for the procedure, evidence of blood was observed on the cannula handle. There were no visual defects observed on the devices. No hair was observed on the devices or in the plastic protective barrier. Based on the returned condition of the device, the reported failure "device contaminated during manufacture or shipping" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record. The lot # 25156200 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, harvester opened up the kit and there was a long hair inside the sterile pouch. They proceeded to open up another kit and did the case with no issues.